Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a rise in thresholds was noted on the right atrial (ra) lead. During lead extraction a lead fracture was noted. The lead was partially extracted. No patient complications have been reported as a result of this event.